Event description:
Eugene states that the green light is coming on, then there is a continous beeping. Will still turn on but will not stop beeping. Has been broke for about a month, just looking to get it repaired, received from someone as a gift. Has had the unit about 24 months